Event description:
It was reported that during a low anterior resection procedure, the device was fired on the rectum at the first firing. When the site was cut with a scalpel, some staples on the middle 2cm of the staple line were unformed. Additional suture was performed. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.